Event description:
Literature was reviewed regarding outcomes in peripheral right ventricular device comparing the dual lumen, single cannula and femoral vein cannulation strategies for right ventricular support. The time frame of this study was (B)(6) 2017 to (B)(6) 2022. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: bio-medicus single stage venous cannula (19f, 50cm) and multistage venous cannula (25f, 65cm). Deaths occurred in the study population. The specific causes of death were not provided. Among the medtronic device cohort, patient adverse events included: major bleeding events, stroke, requirement for dialysis, tracheostomy, a need for packed red blood cell transfusions, prolonged hospital and ICU length of stay. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3 (date of event): the published date has been used as the event date. Literature citation authors: ioana b florea, kunal d kotkar, irene fischer, marci damiano, akinobu itoh, ralph j damiano jr, amit a pawale and muhammad f masood journal name: perfusion year: 2025 issue number: 5 volume number: 40 pages: 1163 to 1175 title: outcomes in peripheral right ventricular device support: comparing the dual lumen, single canula and femoral vein cannulation strategies for right ventricular support literature reference: 10.1177/02676591241284862 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.